Manufacturer narrative:
Calibration was acceptable. A "sample duplicate" error was observed in the alarm trace data. Qc data showed high results. The field service engineer (fse) cleaned various parts of the incubation bath and adjusted the rinsing level. The customer has had no further issues since the service visit. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas pro c 503 analytical unit. The initial result was 17.9% (172 mmol/mol). This result was reported outside of the laboratory. On (B)(6) 2021 the repeat result was 6.85% (51.4 mmol/mol). The a1cx3 reagent lot number was 537671 with an expiration date of 30-jun-2022.